Event description:
It was reported that the impedance has been rising, there were brief episodes of noise, and the thresholds have been rising. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.